Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Five patients with permanent atrial fibrillation (af) were included in the article, with no specific correlation of issues/complications. The article also discusses a cardiac contractility modulation (ccm) device used for electrical therapy for heart failure patients along with icds. The article indicated that the ICD was ¿intentionally¿ programmed to produce atrial undersensing to work with the ccm device. This resulted in ¿intermittent inhibition¿ of biventricular stimulation. There were two patients who underwent nodal ablation after this had appeared. The patients also experienced tricuspid regurgitation prior to the implantation of the ccm device. The ICD devices appear to be still in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The patients referenced in the article range in age from 61 to 79; with three males and two females. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: cardiac contractility modulation: first experience in heart failure patients with reduced ejection fraction and permanent atrial fibrillation. Europace. 2014;16(8):1205-1209. Further review prompted a change in the device analysis results. (B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Five patients with permanent atrial fibrillation (af) were included in the article, with no specific correlation of issues/complications. The article also discusses a cardiac contractility modulation (ccm) device used for electrical therapy for heart failure patients along with icds. The article indicated that the ICD was ¿intentionally¿ programmed to produce atrial undersensing to work with the ccm device. This resulted in ¿intermittent inhibition¿ of biventricular stimulation. There were two patients who underwent nodal ablation after this had appeared. The patients also experienced tricuspid regurgitation prior to the implantation of the ccm device. The ICD devices appear to be still in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The patients referenced in the article range in age from 61 to 79; with three males and two females. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: cardiac contractility modulation: first experience in heart failure patients with reduced ejection fraction and permanent atrial fibrillation. B)(4).